Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an external leak in the catheter was confirmed but the cause is unknown. The products returned for evaluation were a 4fr s/l groshong nxt clearvue catheter and the two-piece connector. The catheter was received with the stylet inlaid. A very slight bend in the stylet was noted directly distal of the flushing adaptor. The bend in the stylet made the catheter appear bent in this location. When an attempt was made to flush the catheter with water, a spraying leak was observed emanating from the catheter near the 59cm depth marking. The leak in the catheter was aligned with the distal end of the stylet flushing blunt. Microscopic examination of the leak site revealed a semi-circumferential split in the blue stripe of the tubing. The split contained slightly jagged edges with a finely granular surface and a dull veneer. The split on the inner wall of the tubing contained more defined edges when compared to the split on the outside of the tubing. A semi-circumferential impression continued on both sides of the split, on the inner wall of the tubing. The defined edges and semi-circumferential impression on the inner wall of the tubing indicated that the damage likely originated from inside the catheter tubing. As the damage aligned with the location of the distal end of the flushing blunt and appeared similar in shape and size, the flushing blunt probably caused the split in the tubing. The damage likely occurred from the catheter rubbing against or being pushed against the flushing adaptor blunt. However, the origin of the forces cannot be determined from the returned sample. A review of manufacturing documents for this batch did not reveal deviations or issues related to the manufacturing or packaging of this batch.evaluation findings are in section h.11.

Event description:
During functional testing of the returned device there was a spraying leak (external leak/break/split) observed emanating from the catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr3248 showed one other similar product complaint(s) from this lot number.

Event description:
During functional testing of the returned device there was a spraying leak (external leak/break/split) observed emanating from the catheter.